Manufacturer narrative:
This report is for an unknown screw/rod construct accessories/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a vcffs in combination with cscs on (B)(6) 2018. On (B)(6) 2018, patient presented with moderate vertebral fractures l4, l5. This required in-patient hospitalization or prolongation of existing hospitalization. The patient was admitted on (B)(6) 2018 and was discharged on (B)(6) 2018. The patient outcome was recovered/resolved. This report is for one (1) unknown screw/rod construct accessories. This is report 1 of 1 for complaint (B)(4).